Manufacturer narrative:
The reported event of failure to capture not confirmed. Final analysis found the device above elective replacement indicator (eri) and noted the outer helix length was within specifications. Further analysis performed, including output verification showed normal device characteristics without any anomalies contributing to reported event of capture problem. No issues were detected.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a failure to capture and tissue lodged in the helix. The procedure was completed with a different lp. The patient was in stable condition.